Manufacturer narrative:
The events reported are a follow up to 9617229-2023-13163. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later healthcare professional confirmed event via MRI and reported "inner silicone touched patient". This is for the left side. Device was explanted and replaced.